Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician successfully implanted two (2) cypher 3.0 x 33 mm stents to the proximal/mid left anterior descending (lad) target lesion. The approach was radial and the procedure was done without a catheter sheath introducer (csi). The next target lesion was the proximal-distal circumflex. The physician used an apex 3.25 x 15 mm balloon catheter for pre-dilation but encountered strong resistance/friction with the 7.5 fr. Spb3.5 guiding catheter at the second curve. The physician pushed the balloon catheter forcibly and was able to pre-dilate the target lesion. The physician then attempted to deliver a cypher 3.5 x 33 mm stent to the target lesion but encountered strong resistance/friction at the same point in the guiding catheter and would not cross the target lesion. The cypher stent delivery system (sds) was removed successfully from the patient. The product was inspected and the distal stent struts were noted to be flared and the stent was misaligned on the sds-pushed three (3) mm towards the proximal end. The physician then used an endeavor 3.5 x 30 mm stent but encountered the same resistance/friction with the guiding catheter and the product was removed from the patient and was also noted to have uplifted stent struts. The physician then delivered a taxus 3.5 x 23 mm stent to the target lesion to successfully complete the procedure even though the same resistance/friction with the guiding catheter was encountered. There was no reported patient injury. The physician's comment was that there was no deformation of the guiding catheter noted upon visual inspection.

Manufacturer narrative:
Concomitant devices used: gw: runthrough ns; gc: spb3.5 7.5fr; bc: lacrosse 3.0/15mm, apex 3.25/15mm; ivus: atrantis. The proximal-distal circumflex target lesion was reported to be: de novo, heavily calcified, moderately tortuous, and a 90% stenosis. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. No kinks or bends were noted in the catheter body/shaft. Excessive force was used to advance the cypher sds through the guiding catheter. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician experienced resistance/friction delivering a cypher stent through a non-cordis guiding catheter. Upon removal, the stent struts were noted uplifted and the stent was out of its original position. Initially, the patient received two (2) cypher 3.0 x 33 mm stents to the proximal/mid left anterior descending (lad) target lesion. The approach was radial and the procedure was done without a catheter sheath introducer (csi). The next target lesion was the proximal-distal circumflex. The physician used an apex 3.25 x 15 mm balloon catheter for pre-dilation but encountered strong resistance/friction with the non-cordis 7.5 fr. Spb3.5 guiding catheter at the second curve. The physician pushed the balloon catheter forcibly and was able to pre-dilate the target lesion. The physician then attempted to deliver a cypher 3.5 x 33 mm stent to the target lesion but encountered strong resistance/friction at the same point in the guiding catheter and would not cross the target lesion. The cypher stent delivery system (sds) was removed successfully from the patient. The product was inspected and the distal stent struts were noted to be flared and the stent was misaligned on the sds-pushed three (3) mm towards the proximal end. The physician then used an endeavor 3.5 x 30 mm stent but encountered the same resistance/friction with the guiding catheter and the product was removed from the patient and was also noted to have uplifted stent struts. The physician then delivered a taxus 3.5 x 23 mm stent to the target lesion to successfully complete the procedure even though the same resistance/friction with the guiding catheter was encountered. There was no reported patient injury. The physician's comment was that there were no abnormalities observed during preparation of the device following IFU instructions. The cypher product was returned for evaluation, however the guiding catheter was not returned with it. One non-sterile cypher select + 3.50mmx33mm was received coiled inside a plastic bag. The sds was bent; this condition on the shaft could be related to the way the unit was sent for analysis. The struts were not uplifted. The omegas were squeezed causing the stent movement towards the proximal section. Marks of bumping and crimping could be observed on the uncovered section of the balloon where the stent used to be. A crossing profile could not be measure due to the condition the stent was received. The unit was tested in the tortuosity model using a cordis 6f guiding catheter. The cypher was inserted over a cordis 0.014" guidewire and passed through the guiding catheter; no resistance or friction was experienced in spite of the stent condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure to cross, resistance/friction and strut uplift were not confirmed. The stent out of position was confirmed since it was moved due to the omegas being squeezed. The exact cause of the reported failures and squeezed omegas could not be determined. Since several other products had resistance/friction when being delivered through the non-cordis guiding catheter, it is possible that the resistance/friction may be related to this product. The stent damages found in fal may be related to the attempts to deliver the cypher stent through the non-cordis guiding catheter. Neither the DHR review nor the product analysis suggests that the failures experienced by the customer and stent condition are related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.